Event description:
The product was used during a thoracoscopy procedure. Reportedly, the staples were missing which resulted in bleeding. The surgeon converted to a laparotomy to complete the procedure. The hosp has no add'l info at this time.